Manufacturer narrative:
Device codes: 2923 not labeled. Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested, as the stent and sheath were not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was clarified that the stent implant dislodged from the balloon when the sheath was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the xience proa 3.50 x 38 stent delivery system, there was difficulty removing the protective sheath. After several attempts, the protective sheath was removed. The device was not used. There was no patient involvement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.